Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log into the es server and health sight viewer. The technical support specialist dialed into the server and checked the application server. The tss confirmed certificates were already updated. The tss connected with customer and confirmed that the issue was resolved and proceeded with case closure. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to log into the server and health sight viewer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.